Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for postlaminectomy pain and spinal pain. It was reported that the patient had an implantable neurostimulator that didn't work and she wasn't able to get relief. The patient reported that she was in severe pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.